Event description:
System error on machine during turnover of operating room between 1 case and the next one. No patient involved. "Unexpected reset"anesthesia tech had reset the case on the physiological monitor which is on the anesthesia machine.per biomed: this intermittent reset only occurs when machine is being prepared for the next case. It never occurs while on patient. This began several years ago when the software was updated by the MFR. After that point, several machines will intermittently reset and the mfg "has had no resolution except to shutdown the machine and restart."machine was reset and returned to service by biomed.